Manufacturer narrative:
Concomitant medical products: biolox delta femoral head 36mm +3.5 (cat# 170-36-03 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 4 years post initial left tha, surgeon revised a gx outliner of this (B)(6) male patient that was having hip pain. Patient was revised to an novation xle 10 degree face changing liner group 2 36mm with a biolox adapter sleeve +3.5 and biolox option femoral head 36mm. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-rays received. The device is not available for evaluation due to implants were immediately taken from or to a waiting third-party to examine and determine the poly and head.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3, h6 and h9 have been updated accordingly. (H3) as reported, approximately 4 years post initial left tha, surgeon revised a gx outliner of this 65 y/o male patient that was having hip pain. Patient was revised to a novation xle 10-degree face changing liner group 2 36mm with a biolox adapter sleeve +3.5 and biolox option femoral head 36mm. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-rays received. The device is not available for evaluation due to implants were immediately taken from or to a waiting third-party to examine and determine the poly and head. No additional information available. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.

Manufacturer narrative:
The following sections have been updated: b1 (added product problem), b5, g1, g2, h6 (added clinical codes, replaced medical device problem code, added component code) additional concomitant medical products: (B)(6) 186-01-52 - integrip cc, cluster 52mm, g2 (B)(6) 188-01-08 - wedge plasma x/o sz 8.

Event description:
The following information was previously submitted under report #1038671-2024-02054 and is applicable to this event: the patient experienced pain, stiffness, discomfort, and weakness which in turn negatively affected mobility and quality of life and necessitated the revision surgery. The patient experienced resultant pain following the revision surgery as well as a recuperation/rehabilitation period and physical therapy. The patient¿s ability to perform normal physical activities has been consequently limited.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The most likely cause for the revision reported due to early prosthesis wear is a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, the reported prosthesis wear cannot be confirmed from the provided radiographs and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.